Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that there is a significant image delay when proving. The site-rite 8 w/pinpoint gt technology reported to freeze up when on the 3 cm depth. It was also stated that the power cord is to short.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ultrasound image delay was reproduced by the service facility. However, the root cause of the image delay could not be determined. The system was re-imaged and the image delay was no longer present. The manufacture site reported that the scanner passed functional testing requirements. Manufacturing records were also reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there is a significant image delay when proving. The site-rite 8 w/pinpoint gt technology reported to freeze up when on the 3 cm depth. It was also stated that the power cord is to short.